Manufacturer narrative:
Continued: h6: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported hardness, swelling and exchange from textured to smooth due to product concern. Healthcare professional later reported hole in radius edge. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Edema: unable to observe as it is not related to the device. Anxiety ¿ product/ procedure: unable to observe as it is not related to the device. Visibility/ palpability: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported hardness, swelling and exchange from textured to smooth due to product concern. Healthcare professional later reported hole in radius edge. This record is for the left side. Device has been explanted.